Event description:
It was reported that the insulin pump alarmed motor error during prime. It was also reported that the insulin pump alarmed failed battery test. Customer's blood glucose reading at the time of the incident was unknown. However, customer's current blood glucose is 65 mg/dl. No significant events leading to the alarms were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.